Manufacturer narrative:
Additional information was added to h3, h4 and h6. H10: the device was received for evaluation. A visual inspection was done and observed the tubing was separated from the male luer. It was observed that the solvent was applied in a uniform manner in the circumference of the tube. Also, noted a small segment of the tube was stuck inside the male luer possibly indicating excessive force was applied after assembly which pulled on the tubing causing it to tear and separate from the male luer. Dimensional testing was performed which determined the components were according to specification. The reported condition was verified. The cause of the condition could not be determined, however, it was noted that the condition was most likely caused by an unknown source that applied an external pulling force to the joint leading to a broken tubing and separated bond. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the clearlink system continu-flo solution set "IV tubing separated at the connector closest to the patient connection". This was identified when it was spiked with intravenous fluid prior to patient use. There was no patient involvement. No additional information is available.